Event description:
Patient inadvertently pressed the foot pedal of the ritter 106 electric bed, causing the beds position to move down. Patient was playing on the floor at the time. The bed came down causing the child to become stuck. Upon removal, the patient suffered a laceration to her forehead. Sent to ed for stitches.